Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was on critical override. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on critical override (co). A technical support specialist (tss) dialed into the server, identified delays affecting patient and pharmacy orders in health sight viewer and confirmed that multiple devices were placed into co. Further investigation by running the sitedown query, showed that the carefusion coordination engine (cce) had a disconnected flag, then the tss executed package interface services utility and confirmed that cce disconnected flag became zero. The tss noticed xml messages building up into the enterprise server, found almost 2000 messages but it was dropping then. The tss waited for the xml messages to be processed and noted it went to 0, validated the notices for patient and order delayed had been cleared and the devices gradually removed from the co. The customer was contacted and guided on how to validate system recovery directly on the devices, which was successfully confirmed. An additional concern regarding a patient not crossing on a specific station was investigated, and data flow from the enterprise system to the station was verified, allowing the customer to retrieve the patient and medication. With no further issues reported, the case was kept open for monitoring and was closed after the agreed observation period. The system functioned as intended after the technical support specialist troubleshot the device.